Event description:
As reported, this patient's left knee was revised for pji. Revised to an articulating spacer. Patient was last known to be in stable condition following the event. Device is not returning. No patient information available. Unable to obtain x-rays.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: corrected health effect - clinical code. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the infection cannot be conclusively determined; however, the reported infection may have been related to several potential factors including but not limited to the surgical procedure itself, post op wound care, and/or patient medical conditions.